Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There is a missing a part of the carto vizigo¿ 8.5f bi-directional guiding sheath - small tip which was collected. The tip of carto vizigo¿ 8.5f bi-directional guiding sheath - small was hard, when it exits septum after the brockenbrough method (bb), right after carto vizigo¿ 8.5f bi-directional guiding sheath - small was used inside the cardiac cavity. The sheath was used as-is and the procedure ended. There is missing a part of the carto vizigo¿ 8.5f bi-directional guiding sheath - small tip collected. The procedure was completed without patient's consequence. It looks like it was dented due to external factors, not chipped. Additional information was received on the event. It was difficult to insert it in the left atrium, so, the physician said that the impact of pushing in might have caused a dent. It was difficult to insert it into the left atrium. There was some resistance between the sheath and atrial septal. It looks like it was dented due to external factors, not chipped. The damage did not result in wires and/or braid being exposed or any lifted or sharp rings. The tip was detached. The reported missing part of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was assessed as MDR reportable for a tip fully separated issue. The dent was assessed as not MDR reportable for a tip/spline bent/tip twisted issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The investigation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There is a missing a part of the carto vizigo¿ 8.5f bi-directional guiding sheath - small tip which was collected. The tip of carto vizigo¿ 8.5f bi-directional guiding sheath - small was hard, when it exits septum after the brockenbrough method (bb), right after carto vizigo¿ 8.5f bi-directional guiding sheath - small was used inside the cardiac cavity. The sheath was used as-is and the procedure ended. There is missing a part of the carto vizigo¿ 8.5f bi-directional guiding sheath - small tip collected. The procedure was completed without patient's consequence. It looks like it was dented due to external factors, not chipped. Additional information was received on the event. It was difficult to insert it in the left atrium, so, the physician said that the impact of pushing in might have caused a dent. There was some resistance between the sheath and atrial septal. It looks like it was dented due to external factors, not chipped. The damage did not result in wires and/or braid being exposed or any lifted or sharp rings. The tip was detached. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the tip of the device has a dent, the photos do not provide more information. Customer complaint related to the tip damage was confirmed based on the pictures received; however, the detachment could not be confirmed as the photo does not provide enough information to do so. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the soft tip was bumped. This condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿tip fully separated¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip/spline bent/tip twisted¿ issue. -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the analysis for the photo¿s provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 12-july-2022. The physician commented that the damage might had occurred while inserting into left atrium but bi-usual inspection had not been performed before the procedure. The details of how damage occurred was unknown. The device was secured properly in the tray. No damage of the package was reported. Additional information was received on 01-aug-2022. No damage to the exterior package, no damage to the device. The bwi product analysis lab received the device for evaluation on 27-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).